Event description:
The device was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was noted that the patient had not been followed regularly. The shortened replacement window ((B)(6) 2007) advisory was questioned. Technical services (ts) discussed the advisory and that it was possible that the device was in storage mode. Ts discussed several different programmer troubleshooting options; however, the device was still unable to be interrogated and no magnet tones were present. The device was subsequently explanted and will be returned for analysis.